Manufacturer narrative:
Product evaluation: the product was returned. Lens damage was observed. Solution is dried on the lens. Results from the product history record review indicated the product met release criteria. Root cause: the root cause for the reported complaint could not be determined by the investigation. Focal length and resolution could not be verified due to the optic damage. The observed damage is most likely related to customer handling. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on the findings, the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information was requested on (B)(4) 2011 and (B)(4) 2011 by phone, fax, and mail. A completed questionnaire has not been rec'd. (B)(4). This report was mailed to FDA on: 05/11/2011. (B)(4).

Event description:
A surgeon reported that an intraocular lens (iol) was explanted. In a f/u, the nurse explained that the lens was explanted because the pt had blurry vision and was not satisfied with her vision. She also reported that the pt had pre-existing anisometropia and astigmatism. The lens was exchanged for a different model lens and the pt's vision is "fine" now. Additional information has been requested.